Event description:
Device malfunction: none. Symptoms/ae: embolic neurological event. Time of ae: after retrieval of the embolic protection device. It was reported that during a right internal carotid artery stenting procedure, after retrieval of the emboshield and while final angiograms were being taken, the pt developed left upper extremity weakness and left facial droop. A cerebral angiogram showed a probable embolus in the middle cerebral artery. Angioplasty was performed in the middle cerebral artery with resolution of symptoms and re-establishment of flow. One day post procedure, the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
There was no device malfunction reported. Embolic neurological events are known possible adverse events associated with the use of the device as listed in the emboshield instructions for use. A review of the finish device lot history record did not reveal any non-conformities which would have contributed to this event.